Event description:
During coil embolization within the tri-lobed basilar tip (b.t.) Aneurysm, while the physician attempting to place the 8th coil, he manipulated & repositioned the coil around 10-12 times trying to achieve a good placement. Upon the last attempt, a loop of the coil herniated into the parent vessel. When trying to remove the coil, it stretched & possibly broke. After many attempts, with multiple retrieval devices, he was able to remove the coil. It is unclear if the coil is completely out or if a distal section was left in the coil mass. Nonetheless, the procedure was completed with a good result.